Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.